Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4):the data from the time of the reported event is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter reported that on (B)(6) 2011, the patient obtained two low blood glucose readings. The patient obtained an 'am' reading of 98 mg/dl, at 1:21 pm 118 mg/dl, at 2:58 pm 46 mg/dl and at 4:30 pm 44 mg/dl. The patient experienced the symptoms of shaking, sweating and hunger. The patient administered self-treatment by eating food; he did not seek any medical attention. Troubleshooting revealed the pump's date/time were correct, all programming was set correctly and the basal rate was set correctly. There was no evidence the pump was not functioning appropriately; however, as the patient experienced symptoms suggesting severe hypoglycemia after the use of the pump, this complaint is being reported.